Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The cause of the response buttons not powering on the system was due to defective front response button. The cause of the defective response button was a cracked conductor on the flex circuit tail. The root cause appears to be an assembly error. The flex circuit was inadvertently creased beneath the display enclosure. No adverse event resulted from the defective response button.

Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have a defective front response button. The last pt to use this monitor did not report any deficiencies.